Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient noted "getting electricity shocks from the neurostimulator." Follow-up was performed to obtain additional details regarding the reported event. This event will be updated if additional information is received.